Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 213 no device problem found. Investigation conclusions: 67 no problem detected. If additional information becomes available, a supplemental report will be filed with the new information. MDR 9610877-2021-01319 is being submitted for the pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4) used for patient 01. MDR 9610877-2021-01320 is being submitted for the pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4) used for patient 02.

Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6) within the (B)(6) region. The facilities nurse manager reported two patients with duodenal perforations in consecutive cases involving pentax medical ultrasound video gastroscope model eg-3870utk, serial number (B)(4). There was no clear signed of issue with the endoscope. The endoscope passed leak testing. The physician provided the following additional details on (B)(6) 2021. Patient 01: "(B)(6) patient, (B)(6), perforation identified by endoscopy when the scope was reduced to a short scope. Certainly preventable if procedure with the rounded probe of the j10. Immediate endo closure with clips. Endo retouch a few days later." Patient 02: "(B)(6) patient, (B)(6), 2 d2 passages with a jump frequently seen with an old version of the scope. The patient returned in the evening via the emergency room with clear perforation, subsequently confirmed by endoscopy. Clips and stents, endo return last weekend and perfo still open, clips discount." Additional information is being requested from the hospital contacts. The loaner endoscope was returned to pentax (B)(6) inc. Service center for evaluation and it was documented on (B)(6) 2021 the endoscope was inspected and passed inspection and no defects found. On (B)(6) 2021, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2007 under normal conditions. There was a rework for a filter defect which included filter replacement. The device passed inspection and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2007. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: it was not possible to obtain the information leading to perforation, and the cause could not be identified. There were no abnormalities in the equipment, and a causal relationship between the harm and the equipment could not be determined. There are no reports of perforation caused by this product at other facilities, and it is determined that the perforation is patient-derived. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.